Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) unit's pressure monitoring function would not work. No patient harm, serious injury or adverse event was reported.

Event description:
N/a

Manufacturer narrative:
Updated fields; b4, d4, g3, g6, g7, h2, h4, h6, h10, h11 corrected fields: g1.